Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further analysis of the lead demonstrated cuts in the insulation which most likely occurred during the surgery. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from medtronic. There was no patient information after calling medtronic, boston scientific, st. Jude medical, and ela. The physician contact on file had no patient record by that name. Should additional information be received, this file will be updated.